Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had unknown product performance issue. Additional information indicated that this lead exhibited noise and was discovered through stored episode. This lv lead was surgically abandoned. No additional adverse patient effects were reported.